Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found: read these instructions completely prior to use. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A visual inspection revealed the device was returned with both t1 and t2 anchors detached from device. Suture shows no cuts, tears, or frays. Anchors appear free from deformation. The depth gauge limiter distal tip appears deformed. The needle appears to be in the t1 pre-deployment position which indicates t2 has been triggered also. The needle appears curved more than manufacturer intent. A functional evaluation revealed the actuator was in the t1 pre-deployment position as the needle returned to the t2 pre-deployment after depression. The device functioned as intended without testing deployment of anchors due to being detached. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair, the t1 and t2 of the fast-fix were deployed at the same time. The ts were removed from within the patient. No significant delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.